Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nephrectomy procedure, the blade tip broke off. The device was immediately removed and the case was completed with a new device.